Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 silicone temp sensing foley catheter with attached sample port connector and syringe. Using the returned syringe, the catheter was inflated with 10 ml of methylene blue solution (3 drops 1 percent aq methylene blue per 100ml of distilled water). Upon inflation, the asymmetrical balloon was found with a ratio of 100:0. Therefore, additional complaint was opened to capture this. The catheter balloon inflated easily with no difficulties and deflated passively within 1 minute and 30 seconds. Also received 4 photo samples. The first photo sample shows the top view of a catheter with a syringe. The second photo sample zooms in on the end of a catheter with a deflated balloon. The third photo sample zooms in on the inflation cap. The fourth photo sample zooms into the outer packaging for the tray. Based on physical samples received, the reported event is unconfirmed. Risk, labeling, and device history review were not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water did not drain from the foley catheter during the pretest. Per investigator's notification received on 06jun2024, it was reported that an asymmetrical balloon was found during the sample evaluation.